Manufacturer narrative:
This follow-up report is being filed to correct information.

Event description:
Biomet orthopedics received very limited information from an independent retrieval lab pertaining to explanted products forwarded to their lab for analysis. Information provided indicates that a patient underwent partial knee arthroplasty on an unknown date and was revised approximately fifteen months later due to wear of the polyethylene tibial bearing.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Exact implant and explant date is unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects;" wear and/or deformation of articulating surfaces.¿